Event description:
It was reported that a user experienced a pairing issue with a libre 3 plus continuous glucose monitor following a sensor change, during which the app did not display the expected warm-up notification until the sensor was rescanned, after which the sensor entered the warm-up period and pairing was successful. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included restoration of expected sensor behavior with anticipated resumption of glucose readings after warm-up, with no hospitalization. Investigation included customer troubleshooting and education that resolved the pairing failure. Investigation of this case revealed a resolved communication/pairing issue between the sensor and app that corrected with a rescan, consistent with transient setup or connection error without device damage. It was concluded, based on previously established findings for similar reports, that the cause was user-device interface and use-related setup factors.